Event description:
It was reported that the target lesion was located in the mid right coronary artery (rca) with 99% stenosis. A xience v 3.0 x 28 mm stent was deployed at 11 atmospheres (atm). Under angiography, post stent deployment, an edge dissection was observed at the distal end of the implanted xience v stent. The dissection was covered by implanting a 2.75 x 18 mm xience v stent. The result was good and the patient is stable. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), as a known patient effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.